Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-jun-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 01-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer¿s representative (rep). The rep reported that there were high impedances. The rep reported that the patient had a fall 5 years ago, stimulation changed but still worked at that time. The rep reported that ¿5 weeks ago¿ something changed and it didn¿t work. The patient saw a rep in office and high impedances were reported. The impedance check showed greater than 10,000 ohms for every electrode. The rep reported that the battery replacement was scheduled for the day of the report. The rep reported that when the battery was switched out, connectivity wasn¿t able to achieved with the existing leads. The leads were explanted and replaced as well. The issue was resolved. No further complications were reported.